Event description:
It was reported that when using the patient programmer (pp), the patient was seeing end of service (eos). This was seen the thursday of friday prior to this report. He was not expecting to see eos; he thought he had a 5-10 year battery implanted. The battery was not coming off and on like it should the week prior to this report. The pp had new batteries installed. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).